Event description:
User received discrepant ise results for one patient sample. The sample was repeated twice, first repeat performed on this analyzer, and second repeat performed on another analyzer - same methodology. Initial sodium gave 126; repeated twice giving 140 and 137 mmol per l. Initial potassium gave 3.31; repeated twice giving 4.06 and 4.1 mmol per l. No erroneous results were reported.

Manufacturer narrative:
The field service representative was unable to determine a cause. Instrument checks, calibrations, controls and precision studies were performed to verify analyzer performance.